Manufacturer narrative:
(B)(4).

Event description:
The customer was not hospitalized but was in the emergency room for two hours on (B)(6) 2019 with blood glucose of 420 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. Customer stated that belt clip was broken. The customer was treated with manual injection. Customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.